Manufacturer narrative:
Lead model 3093-28 lot# v021934 implanted: 2007-(B)(6) explanted: na; programmer model 3037 (B)(4).

Event description:
It was reported that the patient did not feel stimulation all of the time, and stimulation did not work all of the time. The patient did note having a 50% improvement in symptom control. The patient also saw two battery icons on the top row of the patient programmer, but did not have access to the programmer to troubleshoot. The hcp reported that the patient experienced intermittent jolts. The cause of the event was unknown, and impedances were normal. The patient was reprogrammed on (B)(6), 2012 and the symptoms resolved. The patient did not require hospitalization, and recovered without sequela.